Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025, the physician experienced difficulty inserting the extensions into the new ipg header resulting in high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the extensions were tested and reinserted into the ipg, and the impedances resolved.